Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Customer was able to successfully charge the pump using a different usb cable. Blood glucose level was 167 mg/dl.